Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received an occlusion alarm during bolus delivery. The customer's blood glucose level was not impacted. A system check was performed. The pump and infusion set tubing were functioning as expected. The cannula was removed and no visible damage was noted. The customer indicated that a new infusion set site would be used.